Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent implantable pulse generator (ipg) replacement procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2023. D6b: explant date: (B)(6) 2023.